Manufacturer narrative:
The insulin pump alarmed for an empty reservoir immediately when the reservoir was empty. No empty reservoir alarm time delay was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed low reservoir, but it takes three hours for it to tell her its empty. Customer's blood glucose levels were not included in the report. Customer denied troubleshooting and just wanted to replace the pump.